Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was attempted to put the foley in patient on labor and delivery but the actual foley catheter was not found in the foley kit.

Manufacturer narrative:
The reported event was inconclusive, due to poor sample condition and it is unknown whether the device had met relevant specifications. It was unknown if the product was used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned photo sample noted one opened (with original packaging), surestep foley tray. Visual inspection of the attached photo sample cannot be evaluated and therefore the investigation is considered inconclusive. A potential root cause for this failure mode could be ¿incorrect operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was attempted to put the foley in patient on labor and delivery but the actual foley catheter was not found in the foley kit.